Event description:
It was reported that on (B)(6) 2024, the patient underwent removal surgery because the distal locking oblique screw 5.0mm backed out. The patient had treatment on (B)(6) 2023 for a distal femur fracture. On a later date, an x-ray was taken and the screw was found to be backed out. There was no non-union observed. Only the screw was removed and no new implants were placed. This report involves one (1) locking screw for im nail 5mm/ 80mm/ xl25/ sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: a manufacturing record evaluation was performed for the finished device. Product code: 04.045.080s. Lot number: 4379p89. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 28-feb-2023. Manufacturing site: jabil grenchen. Expiry date: 01-feb-2033. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.